Event description:
It was reported that patient dislocated. Had a stryker restoration stem and depuy pinnacle cup. Decided to change the stem and go with a constrained liner. Affected side: left. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).